Manufacturer narrative:
Additional information: patient demographics provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the screw projection for a 4.5 millimeter screw would not appear in the application software. It was noted that the proper tool card was selected in the software. Settings in regards to the partially threaded screw and 5.5mm diameter were not selected. When a separate screw was navigated, the navigation system operator selected the screw and it appeared without issue. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided. Medtronic received information that the issue had not recurrence since the event date.